Event description:
It was reported that this lead was attempted implant due to its helix having difficulties extending. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was attempted implant due to its helix having difficulties extending. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis. The device has been analyzed.

Event description:
It was reported that this lead was attempted implant due to a product performance issue. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis.